Event description:
It was reported that the patient underwent a posterior fusion at l4-s1 using rhbmp-2/acs and an interbody spacer. Eleven years post-op the patient reported having issues with her back, chronic pain, nerve pain, and paralysis inside of her legs due to bone growth. A revision surgery was performed in (B)(6) 2005 where decompression was performed and the cage was removed. The patient has pain management consults with blocks and injections.

Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.